Event description:
A us distributor returned monitor (B)(4) indicating that it was unable to power on.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the monitor would not power on. Upon eval, the monitor exhibited a flash memory failure at pin a25 of bga components u102 and u105 on ca board (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.